Manufacturer narrative:
Additional information: device evaluation: the lens was returned dry, in small vial. There was clear surgical residue/debris on product. Visual inspection found the lens to have foreign material on lens surface (clear residue) and the lens missing a piece of haptic. Corrected data: user facility is the incorrect report source, should be distributor. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -06.50 diopter, in the patient's left eye (os), on (B)(6) 2017. The surgeon irrigated the eye on (B)(6) 2017 due to inflammation but was unsuccessful. The lens was explanted on (B)(6) 2017. The lens was not exchanged for another lens.